Manufacturer narrative:
On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator was called into the room after the incident occurred. The robotics coordinator indicated that the cannula had somehow shifted backwards, inside the patient¿s body and when the camera was pulled back, she could see the trocar and abdominal tissue was stuck inside the cannula. The robotics coordinator confirmed that a maryland bipolar forceps instrument was in use when the event occurred. The instrument had allegedly gotten stuck on the cannula, trocar, and the patient¿s abdominal tissue as well. The customer attempted unsuccessfully to use an instrument release kit (irk) to retrieve the instrument. The surgeon ended up using a monopolar curved scissor (mcs) instrument to cauterize and cut tissue in order to remove the maryland bipolar forceps instrument. Then they could pull out the instrument, cannula, and trocar. There was no additional bleeding (less than 10 ml). There was also no additional tissue removed other than what was on the tip of the maryland bipolar forceps instrument. There were no reported post-operative complications. The robotics coordinator indicated that an isi field service engineer (fse) had inspected the da vinci system and did not find any issues. The da vinci system was used in subsequent procedures with no issues. According to the robotics coordinator, the customer did not have the following items to return for analysis: the irk, disposable one-time use trocar, the cannula, or the maryland bipolar forceps instrument. Per the robotics coordinator, the cannula was reprocessed and put back into circulation at the site. Furthermore, the maryland bipolar forceps instrument was discarded since it had zero lives remaining after the event occurred. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, a maryland bipolar forceps instrument allegedly got stuck on abdominal tissue. In order to retrieve the instrument, the surgical staff had to cut away tissue. However, the instrument was discarded by the site and is not available for evaluation. Therefore, the root cause of the customer reported failure mode is still unknown.

Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the customer reported failure modes. Therefore, the root cause of the intra-operative complication is unknown. On (B)(6) 2019, an isi field service engineer (fse) contacted the site¿s robotics coordinator (the initial reporter). Per the fse, the robotics coordinator informed him that the issue had not reoccurred and the issue was probably due to a larger port site incision than normal. However, at this time, it is unclear how and where tissue got stuck in relation to the unspecified instrument. Isi has attempted to contact the robotics coordinator to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, an unspecified instrument allegedly got stuck on unspecified tissue. In order to retrieve the instrument, the surgical staff had to cut away tissue. It is unknown what type of tissue was cut away and if the tissue was intended to be removed as part of the planned procedure. At this time, the root cause of the customer reported failure mode is unknown and it is unclear as to how the instrument got stuck on the tissue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, an unspecified instrument and a cannula allegedly ¿slipped deeper into the patient than expected¿. In addition, the initial reporter claimed that the instrument got stuck on unspecified tissue along with the cannula. The surgical staff was able to remove the instrument by using a monopolar curved scissors (mcs) instrument to cut around the tissue. At that point, the surgical staff was then able to remove the cannula. The procedure was completed robotically. During the reported event, the surgical staff had contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance.